Event description:
It was reported that during pd therapy with an automated pd set with cassette the home patient (hp) failed to follow therapy steps. The hp reported having air in the patient line during initial drain; hp was connected. The care giver (cg) stated the patient line clamp was closed when the initial drain cycle started. The technical service representative (tsr) had the cg close all the clamps and cycle power and end therapy. The tsr advised the cg to dispose of current supplies and to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being closed on a patient line is a known cause of this issue because a closed patient line clamp is a use error that will lead to an incomplete prime. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.